Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 06-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health.

Event description:
It was reported that with a nasogastric feeding tube, the distal portion of bolus with tungsten was found disconnected during routine replacement of the catheter. During radiology, it was found the part was retained in the patient. No further information was received.

Manufacturer narrative:
Halyard received one used nasogastric (ng) tube. No product packaging was received. The sample exhibited discoloration. The discoloration remained after chemical decontamination. The sample exhibited what appeared to be as crusty buildup inside the tube. The weighted end was not received. The tube end was viewed under magnification. There was a collar-like line which extends around the tube. It is approximately 5cm from the end of the tube where the weighted end would have been attached. Halyard received separately at a later date one (1) used sample of the weighted bolus tip of the ng tube that was not returned with the original packaging. The batch number was not identified on the sample bag. The ng tube was returned and previously evaluated. The sample was examined and inspected. The weighted bolus tip was noticed to be detached from a ng tube and the ng tube was returned and previously evaluated. Under magnification (40x), the application of the bonding agent was examined, it exhibited evidences of bonding agent with uneven appearance. There were no damages, breakages seen on the elbow area as well as the tungsten tip area. There were also crusty matter build up on the weighted bolus tip. The root cause is attributed to a manufacturing-related issue. The facility in question is no longer manufacturing this product. The new manufacturing location will be notified of this incident, with continued monitoring of complaint trends. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 08-feb-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).